Manufacturer narrative:
Surgery date: (B)(6) 2014. Procedure: open incisional hernia. (B)(6). Recurrent hernia repair on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5063072.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and the mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and required a reoperation. It was reported that the mesh was explanted on (B)(6) 2015. Additional information has been requested.